Event description:
A patient with chest pains generated an axsym troponin-I assay (lot 07557m100) result of 523 ng/ml (repeated at 600 ng/ml). Another specimen drawn three days later generated a result of 612 ng/ml. A cardiac catheterization gave negative results as did an EKG and echocardiogram. The patient's troponin-t result was negative. The patient was placed on heparin therapy. All controls with the axsym troponin-I assay were within specifications. There was no further impact to patient management reported.